Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and constipation ("extreme constipation"). The patient was treated with surgery (coil removal). Essure was removed. At the time of the report, the hysterectomy outcome was unknown and the constipation had resolved. The reporter considered constipation and hysterectomy to be related to essure. The reporter commented: before surgery I only passed gas once in a blue moon. Even since my coil removal, I have so much gas. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: constipation,hysterectomy.¿ incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.